Manufacturer narrative:
The reported incident that reduction forceps w. Serrated jaws speed lock was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive force application. The device inspection revealed the following: the device is generally in a good state. One of its jaws is however broken from the root. A magnified inspection of the second jaw shows the presence of cracks between some of the teeth. As a reminder, it is stated in the cleaning and sterilization guide that ¿[¿] for devices that may be impacted check that the device is not damaged to the extend that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. [¿]¿ and ¿[¿] functional check for forceps, clamps and holding instruments: [...] Potential failure modes: ¿ deformed functional surfaces (e.g. Teeth and locking mechanism) [¿]¿ the microscope inspection of the surface breakage shows a honey comb structure, which is characteristic of the excessive force application breakages. This confirms the root cause aforementioned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Serrated jaw on instrument broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Serrated jaw on instrument broke off.